Event description:
It was reported that during the middle of a da vinci prostatectomy procedure the site experienced nonrecoverable system error code #20008. An isi technical support engineer (tse) was contacted, who had the site exercise an axis on one of the system's instrument arms. System error code #20008 would not clear and the tse then had the surgical staff power down, emergency power off the system, reset the console breaker, exercise the axis again, and then power back on the system. The system continued to generate error code #20008. The same actions were repeated, however, the error code continued to recur. A decision was made by the surgeon to abort the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering determined that system error code #20008 was associated with a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #20008 appears when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety system puts da vinci in a "nonrecoverable safe state". The psm was returned to isi for failure analysis investigation. Engineering was unable to replicate the customer reported failure, however, multiple occurrences of the error code were confirmed in the system error logs. Per the data found in the system error logs, two potentiometer assemblies and a motor encoder were replaced. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.